Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Note: the lot numbers for the suspect medical device and concomitant medical product have been corrected.

Event description:
Procedure type: bullectomy. According to the reporter: after resection of bullae with pulmonary parenchyma, staples did not close tissue on the entire line, which resulted in air leakage and tissue damage. Because of that segment 1 and 2 had to be excised. -was any reinforcement material used in conjunction with the stapling device? No. -was there blood loss of 500cc or more due to the product problem? No. -was surgical time extended by more than 30 minutes due to the product problem? Yes.